Event description:
It was reported that the implant at tooth site #5 was removed as it was fractured. Implant fractured. Removed implant. Grafted and will replace implant later. Symptoms as a result of the event: mobility.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided g4: additional PMA/510(k) number k011028, k013227.